Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed as it failed the connection threshold and connection. The share log was reviewed and the transmitter passed as no problem was observed. The customer complaint of transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.